Event description:
Patient reported they underwent xen®45 gts implantation in unknown eye. Postoperatively, patient developed cataracts and was provided lens placement as treatment. Device remains implanted.

Manufacturer narrative:
Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.